Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with 3dmax (x2). Case-specific details not provided. Addendum per information provided by patient's attorney: (B)(6) 2014 - patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh (device #1& #2). Per operative notes, ¿there was small direct and indirect femoral hernia on the right side which was then reduced completely. A 3dmax mesh (device #1 & #2) was then placed on each side and then secured.¿ (B)(6) 2014 and (B)(6) 2018 - patient visited hospital for discomfort and was diagnosed with bilateral recurrent inguinal hernia.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event, event attributed to. Based on the information received, no conclusions can be made. Per medical records review post implant, about 3 years 10 months post implant of 3dmax, patient was diagnosed with hernia recurrence. The instructions-for-use supplied with the device list hernia recurrence as possible complication. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(6) 2013. This MDR represents the 3dmax mesh (device #1). An additional MDR was submitted to represent the 3dmax mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 10-apr-2024 based on the date of awareness. This MDR represents the 3dmax mesh (device #1). An additional emdr was submitted to represent the 3dmax mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with 3dmax (x2). Case-specific details not provided.